Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when putting on the persona trial femur, we loaded it onto the femoral inserter with the cr pad (42-5099-094-00) and when impacting the femur onto the bone a little piece of the cr pad chipped off. This had no effect on the patient or surgery, we were still able to use the instrument.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows sign of repeated use and it is fractured. All fractured pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified thirty-one additional similar complaints for the reported item and two additional complaints for part and lot combinations. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Lot was manufactured on may 07, 2014 and has therefore been in the field for approximately seven years and three months. It is unknown for how many times the device is being used. This complaint was confirmed. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. Per package insert ((B)(4)) inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. No corrective actions, preventive actions, or field actions resulted after investigation of this event.